Event description:
During the procedure, when the balloon catheter was inflated at the appropriate atm or below, the balloon burst and separated from the catheter. The distal end of the catheter broke off and was free-floating inside the vessel. The separated segment was successfully retrieved.